Event description:
The clinician reports the implant was inserted (B)(6) 2006 in ada 19. Details of surgery: primary stability not achieved and implant surface not completely covered with bone. On (B)(6) 2026, loss of osseointegration was verified. No product was returned to the manufacturer. At the event the patient experienced: pain. No further patient complications were reported.